Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. . There was no reported adverse effect to the customer's blood glucose level. Tandem technical support provided pump reset instructions and the customer declined further assistance regarding the issue.